Event description:
A report was received that the pt underwent pocket revision, as the pocket was in an uncomfortable position. The physician implanted a lead extension, and relocated the pocket to a more comfortable location. The pt was reportedly doing well post-operatively.

Manufacturer narrative:
This is the final report.